Event description:
It was reported that the monitor signal on boom was frozen during the end of an open-heart case. The vitals looked good. Other displays had a different reading. Unable to recreate failure and needed to reopen patient's chest to clarify.

Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Rather, we will send our service tech to evaluate the device in the field. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This product is manufactured at karl storz endoscopy america, 13803 n promenade blvd, stafford, tx 77477; however, it is designed in germany. Therefore, an importer is not required for this event. This event is filed under internal complaint ID (B)(4).